Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump. Customer stated that she did not set up a temp basal and when she set it, the numbers kept scrolling. Customer then received a battery out limit alarm. Customer stated that she was in class when the issue occurred. Customer stated that she was working out and her blood glucose was 173 mg/dl. Customer then went to work out and went to spinning class. Customer stated that she does not wear the pump while swimming. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were not out of the pump greater than the duration allowed by the pump. Customer stated that she can't check the alarm history due to the keypad issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The pump also had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.